Event description:
During review of the event history log by a baxter technician, failure code 550:320:658:0000 was found to have interrupted delivery. There was no report of patient involvement, injury, or medical intervention related to this event. This device is a colleague pump with a user interface module software version of 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the lock button being pressed for over 50 seconds. No repairs were needed, so no action was taken. If any additional information is received, a follow up MDR will be sent.